Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and subsequently passed away. The peritonitis was manifested by elevated temperature, confusion, and feeling ¿cold¿. The cause of the peritonitis was unknown. On the same day as the event, the patient was hospitalized for the peritonitis. Two day after the event onset, peritoneal dialysis was discontinued and the patient started on hemodialysis. The following day the pd catheter was removed. One day later the patient¿s hemodialysis catheter became clogged; the catheter was removed and on this date they changed his therapy to continuous renal replacement therapy (crrt). Treatment details were not reported. The patient passed away nine days after event onset while still hospitalized. The patient had not recovered from the peritonitis. It was not reported if an autopsy was performed. The reported cause of death documented on the death certificate was listed as peritonitis and septic shock. No additional information is available at this time. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).